Event description:
The customer states: "patient on table for ablation; pacing with stimulator dtu215a. Energy stored in stimulator; when stopped pacing sent crazy electrical current through patient. Patient was electrocuted. Put patient into ventriclar fibrillation. Patient was rescued-patient appears to be okay.